Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had a major unrelated surgery on (B)(6) 2021 and the ipg was turned off, but not put into surgery mode. The ipg was unable to connect after the procedure. Troubleshooting steps were taken and the ipg eventually connected. Issue resolved as the ipg was recovered.